Event description:
Company representative reported with an issue of "up/down control knobs angulation, right/left angulation control knob" broken. The issue found during a diagnostic procedure. No harm reported. No patient injury, no user injury reported due to the event. Device evaluation found heavy corrosion in the body control unit (bcu) causing low angulation and heavy movement at the control knobs. This report is being submitted for heavy corrosion on the bcu (the angulation mechanism becomes deteriorated due to rust).

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found low angulation and heavy movement at control knobs and after disassembled of the device grip, heavy corrosion found on the bcu causing the heavy movement at control knobs. Control knob out of specifications (loose / broken knobs for both left/right, up/down knobs and play). The reported issue of " "up/down control knobs angulation, right/left angulation control knob broken" was reproduced and was confirmed. Furthermore, the following defects were identified during device inspection: cut on switch 1 noted. Objective lens found with tiny chips, distal end (d/e) plastic cover has chip. Peeling in the cement of the light guide lens and crack on a-rubber glue observed. Minor dent and scratches found on scope connector. Device evaluation confirmed the reported issue and found to be attributed to deterioration, heavy corrosion on the device body control unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to rusting of the angulation mechanism, which was further due to fluid invasion and rust of the control section. Insufficient angulation and malfunction of angulation control knob (heavy, tight) were confirmed. No information was provided which could be judged as evident misuse. Olympus will continue to monitor field performance for this device.